Event description:
Per the returned paperwork, the patient's device was explanted due to cholesteatoma. The surgeon reported during the surgery he cut off the electrode and removed it in 2007. A "dummy" electrode was inserted and the incision site was closed for a year. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.